Event description:
It was reported that the patient with this pacemaker device exhibited farfield oversensing. Technical services (ts) reviewed and stated that the device appeared to be functioning as programmed and discussed about the supraventricular tachycardia (svt) episodes. There were no out of range measurements noted. This device remains in service. No adverse patient effects were reported.